Event description:
It was reported that the patient fell, causing the neurostimulator to move out of the pocket capsule. The fall was not stimulation related. The hcp planned to revise the pocket, but the revision had not been scheduled. The hcp wanted to know if the patient needed a new neurostimulator at the upcoming revision, and it was reported that the battery voltage was 2.94 volts and the estimated life was 3.7 years. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3778-75 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; lead model 3778-75 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; programmer model 37743 serial# (B)(4).